Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: rep called back to report estimated blood loss unknown, however no transfusion was required. Patient is reported to be doing fine as of (B)(6) 2014.

Event description:
It was reported by that during a colon resection, the device was fired and removed. The surgeon checked the donuts and they were perfect. The patient was sent to pacu for recovery and then to the floor. Three hours later the patient was bleeding. The surgeon inserted a colonoscope and at the staple line there was a vessel that was ¿pumping blood.¿ the patient was taken back to surgery and the surgeon clipped the bleeding vessel. The amount of blood loss is unknown at this time. It is unknown if the patient received a blood transfusion. The patient remains in the hospital and is doing well. No device returning.